Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an unspecified procedure, the multi-link 8 stent delivery system (sds) was advanced and inflated to an unknown pressure. The stent was deployed; however, during removal, the sds met resistance with the guiding catheter. The devices were removed together, and the procedure was completed. The stent was successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.